Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. Reportedly the customer ran out of insulin. Customer gave a manual injection to address bg. It was then reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. It was also reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.